Event description:
Physician removed a cecal polyp during colonscopy procedure using a bard small polypectomy snare bovie pad was to left thigh. Electrosurgical generator setting at blend 1/coag 25/cut 20. After removing polyp bleeding area was cauterized using tip of snare at same settings. At this time pt's leg jerked. Pt discharged and returned to ER with bowel perforation at cecum.